Manufacturer narrative:
(B) (4). (B) (4): the device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: difficult to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, "resistance was felt and a lot of force was needed to split the (exchange) sheath. An attempt to remove the device with the aide of the access ports to retract the thumb advancer and the safety release was unsuccessful. "The device was withdrawn with force." Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.